Manufacturer narrative:
The device has been received for evaluation. Evaluation is not complete.

Event description:
The event involved a safeset 60" arterial pressure tubing, safeset reservoir and 2 blood sampling ports that was detaching near the safeset port and syringe requiring replacement of the line. The event occurred on 7west; the device was in use for 6 hours and at 6pm blood was noted to be leaking out from the arterial line. There was no harm reported to the patient.

Manufacturer narrative:
H11 correction to the previously reported investigation ¿ the reported complaint of separation was confirmed between the 3" pressure tubing and the safeset sampling port instead of reported 10¿ pressure tubing.

Manufacturer narrative:
H10 - one used partial set, list # 423240402, safeset¿ 60" arterial pressure tubing, safeset¿ reservoir, and 2 blood sampling ports; lot # 4095394 was returned for evaluation. The reported complaint of separation was confirmed between the 10" pressure tubing and the safeset sampling port. The probable cause of the separation is incomplete insertion into the tubing pocket during the manual assembly process in ensenada. The device history review (DHR) for lot number 4095394 found no relevant non-conformances.